Event description:
Rn was hanging amiodarone bolus on patient. Prior to placing tubing in alaris pump, the tubing snapped at the blue hub that would have been in the pump. Rn obtained a new drip, tubing, and started medication on patient.